Manufacturer narrative:
It was initially reported that there was a loss of all motor functions due to a damaged base sensor. During the investigation and conversation with the service tech, it was found that what the customer initially reported was a siderail limit switch error on the bed due to a malfunctioned wire harness #1. While repairing the wire harness #1, the technician accidentally damaged the base sensor during the removal/installation of the wire harness. The bed was out of service for the initial repair when the unit lost its motor functions.

Event description:
It was reported via repair work order that the bed loss of all motor functions due to damaged base sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed loss of all motor functions due to damaged base sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.